Event description:
A hospital in another country reported that a crack was found on an rt125 breathing circuit when the packaging was opened.

Manufacturer narrative:
No information to date. Results - investigation still underway, no results to date. Conclusions - no conclusion can be made at this time. This is a malfunction that has been reported to fisher & paykel healthcare by a hospital in another country. The product is not sold in the USA but it is similar to a product which is sold in the USA.